Event description:
Three marathon catheters were used in a tumor embolization treatment procedure. It was reported the first catheter became occluded with onyx during use and was removed. A second catheter was used and the physician reported that friction was encountered at approximately 20cm from the distal tip, so it was removed. While using the third catheter, the patient experienced vasospasm. At that point, the physician noticed onyx was "all over the place". The patient was taken to surgery. Post surgery, it was reported that the patient had left side hemiparesis.

Manufacturer narrative:
Two catheters were returned for evaluation. The evaluation showed that the first catheter was occluded with onyx. The second catheter exhibited friction when tested with a guidewire. The friction was attributed to a piece of pebax that had delaminated on the ID. Additional model and lot number of involved devices: model #: 105-5055, lot #: not reported.